Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndro me. The patient doesn¿t know what happened but something must have moved and it is hitting something and every time they turn their stimulation on and turn it up a bit it makes their legs vibrate. They do not know if it is hitting a certain nerve or what but it is to the point where they don¿t even have stimulation on because it is causing too much pain in their legs. Their legs vibrating started 2-3 months ago. Patient services asked if the patient wanted to try different groups but the patient declined because they wanted to have it done in person. The patient mentioned that they have an appointment on (B)(6) 2019 for a pump refill so they would talk to their healthcare professional (hcp) to have the device checked. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stim device was fine a couple of days after the rep made adjustments, and then the device went back to the same issue where the patient's legs/feet/hands vibrate with it on. The patient said it was unbearable so the patient shuts it off. The patient said that maybe the leads shifted and it was hitting a nerve. The patient was going to talk to the hcp at an appointment in (B)(6) 2019 about the issue. The patient said they have no pain at all with the stim and pump working, but with the stim device not working the patient has back and walking issues. No further complications were reported.